Event description:
It was reported that for some time the pt was only able to hear with his vibrant soundbridge, when he applied pressure with the finger to the skin at the implant area. An accident or trauma is not known. Rtf-measurements could not show a functional device. The external parts were checked. The pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.